Manufacturer narrative:
(B)(4). The device is reported to be available but has not been received at this time. Should the device be received or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had air bubbles in the patient line while using a homechoice (hc) machine. The hp started over with new supplies to try to resolve this issue prior to the report. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available. This is report 1 of 2 for this patient.

Manufacturer narrative:
(B)(4). The device was not available for evaluation after multiple attempts were made to retrieve it. If additional relevant information becomes available, a supplemental report will be submitted.